Manufacturer narrative:
The return of the product was requested. If the product is returned, analysis will be performed and this event would be updated upon analysis completion.

Event description:
Boston scientific received information that this pacemaker's gauge showed one year, however, this device reached elective replacement indicator (eri) the next day. Boston scientific technical services (ts) discussed that this device's magnet rate still showed less than a year. Additional information received confirmed that this device exhibited rapid battery depletion (pbd). This device was explanted. No additional adverse patient effects were reported.